Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a possible infection. The patient experienced pain in the back and on the side for the past months and was given muscle relaxers by the physician. The pocket site was red and hot around the area, and the skin almost feels fluid and odd in texture. There were no additional adverse patient effects reported. All available information indicates that the s-ICD remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.